Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had been capped and replaced, due to experiencing no capture. It was also reported that four months later, the lead was explanted due to the patient implant pocket being infected. No further patient complications have been reported as a result of this event.